Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, log files and screen shot has been sent and analyzed by technical support. No rootcause has been determined because the investigation is still on going.

Event description:
The customer reported that the bellavista 1000 volume is out of range after a successful calibration. The customer confirmed that there was no patient involvement associated with the reported event.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, log files and screen shot has been sent and analyzed by technical support. No rootcause has been determined because the investigation is still on going.

Event description:
The customer reported that the bellavista 1000 volume is out of range after a successful calibration. The customer confirmed that there was no patient involvement associated with the reported event.

Manufacturer narrative:
Result of investigation: the root cause of the issue was the defective purge valve on life block. After replacing the life block the unit works fine and the vte reading was in range. Initiated a replacement of the life block and keep the defective life block for 90 days in case there is any further investigation required.